Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced a cannula issues with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for a ten hours. The insertion of site was the upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.